Event description:
The lay user/pt's son contacted lifescan on april 30, 2007 and alleged that the battery indicator was appearing on the pt's one touch ultra meter. The medical affairs specialist was not able to reach the reporter/pt via phone after several attempts. A letter was sent to the address provided. The reporter stated that the battery icon was appearing and the meter was not working for the pt. The reporter did not provide the duration of the issue and inability to test. He also reported that she experienced hypoglycemia symptoms and went into an "insulin shock". She was taken to the emergency room and was given a "shot of glucose." Specific time/date of this incident was not provided, but he mentioned that it happened 2 weeks ago in the morning. The son has also reported that her blood glucose was tested on another device with a "reading high over 800" it is not known as to when this test was performed. At the time of troubleshooting, it was verified that this was not a new product. The pt had changed the battery in the meter per the owner's manual and there was no meter trauma. Although there is insufficient information provided regarding events leading to the reported hypoglycemic event(s), this complaint is reported because the reporter alleged the pt was unable to test on the subject meter due to the battery icon issue and taken to the emergency room where she received a glucose treatment. A replacement meter, control solution, and test strips were sent to the lay user/pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.